Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 08-jul-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that one of her pumps alarmed for excessive noise, but it was not in a noisy environment. She reported that her backup pump alarmed occasionally for pump error but was infusing at the time of the report. No interruption in therapy or adverse side effects were reported. Logs from remote (B)(6) (paired with pump(B)(6)) show that on the date of the complaint, cassette problem and pump failure alarms were generated. During investigation, a test delivery was performed, and no abnormal behavior was observed. Upon disassembly of the pump, evidence of fluid ingress was observed which was determined to be the cause of the alarms. Logs from remote (B)(6) (paired with pump (B)(6) show that between 2 days before and the date of the complaint, pump error and excessive noise attention alarms were generated. During investigation, a test delivery was performed, and no abnormal delivery behavior was observed. Upon disassembly of the pump, evidence of fluid ingress was observed which was determined to be the cause of the alarms. Both systems functioned within specification as they alarmed accurately and entered a failsafe condition. The cause of the fluid ingress could not be determined.